Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a constant tone from the insulin pump. The customer's blood glucose level was unknown. Troubleshooting was done for insulin pump fluid/moisture exposure. The customer did not know how exposure occurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no constant tone noted during testing. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near display window corners, a cracked display window and minor scratches on the display window. No moisture damage was noted on the electronics assembly.